Event description:
It was reported that this right ventricular (rv) defibrillator lead was surgically abandoned due to higher threshold and higher shock impedance measurements. Subsequently, a new defibrillator lead different model was successfully implanted. No additional adverse patient effects were reported.